Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing (pptwos). No programming changes were made at this time. The clinic will continue to monitor. There were no patient symptoms reported.